Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, october 07, 2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. A technical support specialist (tss) dialed into station and database was backed up. The system time was found to be 2 minutes behind and was reconfigured precisely to eastern standard time. Despite the correction, the station continued to display download stopped in health sight viewer (hsv) for the affected station. A full device synchronization was performed, and the data synchronization services were restarted. The issue was resolved, with confirmation that no retries or manual recovery were required on the stations. The root cause was identified as timeouts on ports 50051 and 50052, which were resolved after a system reboot. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.